Manufacturer narrative:
Correction to a1.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that the patient had ineffective therapy. Reprogramming was unable to resolve the issue. As a result, system surgical intervention was undertaken wherein the system was removed to address the issue.